Event description:
The customer reported that the device (system) is freezing up and will not run opcheck and that the battery needed to be removed to shut down the device. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device (system) is freezing up and will not run opcheck and that the battery needed to be removed to shut down the device. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The processor pca was replaced to resolve the problem. The device passed all performance assurance tests and was put back into the field. We will consider this a malfunction of the processor pca that caused the device to freeze (hang).